Event description:
During a cystoscopy procedure, a laser lithotripsy was to be performed. The laser fiber was opened and plugged into the laser machine. The settings were set on the laser machine along with aiming beam. The lase was put in "ready" and no energy was delivered and there was no visible aiming beam. The fiber was unplugged and another one was obtained (this one worked).device #1is this a laboratory device or laboratory test?no.